Event description:
Litigation alleges that the patient suffered the following on account of his asr hip implant: continuous pain; difficulty sitting, standing or walking. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 9/10/2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose cup, increased metal ions (no labs), pseudosac, and burnishing on base of the trunnion. There is no new additional information that would affect the existing investigation. The complaint was updated on: 10/6/2015.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/07/2016 supplemental received. Correct part and lot numbers have been provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 6 jan 2015 (left) - der rcvd- updated der, patient height and weight, surgeon and sales rep info and added stem and sleeve products. Stem remained in situ. Der states pt experienced pain - replaced cup, sleeve & head.